Event description:
It was reported that during a transcatheter aortic valve implantation valve-in-valve procedure to treat severe aortic valve insufficiency in a previously implanted non-medtronic surgical aortic valve, an evolut fx+ 26 mm transcatheter aortic valve (tav) was prepared and advanced to the aortic annulus. Positioning was considered appropriate prior to deployment, and rapid pacing was applied during deployment. At the time of valve release, the valve dislodged into the left ventricle, and the valve was not in a suitable position for proper function. A second evolut fx+ 26 mm tav was then prepared and successfully deployed in an appropriate position to complete the procedure. Final angiographic and echocardiographic assessments showed good results with no residual gradient and no paravalvular leak.

Manufacturer narrative:
Continuation of d10:  product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6).2026 product ID l-evolutfx-2329 (lot: 0013107277); product type: 0195-heart valves product ID d-evolutfx-2329 (lot: 0013235809); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 4 deployment attempts were performed, and during these attempts, the valve was recaptured 3 times and once partially prior to final release.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6, h11. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329; product ID: d-evolutfx-2329; serial/lot: (B)(6); UDI: (B)(4); manufactured date: 2026-01-14; use by date: 2028-01-14; implant date: n/a; FDA site ID: 9612164. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter, aligned with the bottom of the surgical valve frame. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 millimeter's (mm), and the implant depth on the left coronary cusp (lcc) was 5 mm. An attempt was made to achieve a higher implantation; however, during one deployment attempt, the valve dislodged out so it was decided to accept a lower implant depth. After valve dislodgement, the valve moved deep into the left ventricle, with an estimated depth of approximately 20 mm or more at both the ncc and lcc. A non-medtronic guidewire was used during the procedure.